Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation that showed tube which did not demonstrate the missing label or a cracked tube. A total of 30 retained samples were visually inspected for damages, and none failed the inspection. Bd was unable to duplicate the reported defects of broken or leaking tubes during retained sample testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: damaged and incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before the use of the bd vacutainer® sst¿ tubes, one (1) tube was discovered without a label. No health impact or consequences were reported.

Event description:
It was reported that before the use of the bd vacutainer® sst¿ tubes, one (1) tube was discovered without a label. No health impact or consequences were reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G.4. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.